Event description:
A bsn representative was unable to establish communication with the implant and the decision was made to replace the ipg. The pt is reportedly doing well after the replacement surgery.